Manufacturer narrative:
(B)(4).

Event description:
The patient reported pain and a slight return in symptoms. No trauma/falls were related. This was noted to be sudden. There was pain at the incision site ever since implant. When sitting, she would have severe pain at the implantable neurostimulator (ins) site. This issue was resolved. She was also getting up again in the middle of the night. This began a week ago, suddenly. The patient increased from 2.1 volts to 2.4 volts and the issue was resolved. The patient did not intend to follow-up with their healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.